Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and sensing issues. A fluoroscopy was performed and the rv lead appeared to be perforating the heart. Subsequently, this rv was repositioned. No additional adverse patient effects were reported.